Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they had issues with the blood glucose levels. Customer stated that after a meal blood glucose level went from mid 100mg/dl to 40mg/dl and then there was no auto mode and hovered around 40mg/dl to 50mg/dl in low range and while low and then one bolus gave of 0.25u. Then in the morning blood glucose level was in the range of 100mg/dl and then after breakfast stayed for 200mg/dl to 300mg/dl. Customer stated that blood glucose level started to rise over 200mg/dl and did not eat and later it was held steady between 150mg/dl to 200mg/dl then rose to 250mg/dl. Customer stated that usually maximum bolus was 0.05u. Insulin pump will not be returned for analysis.